Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was inflamed, swollen, blister with eczema. The patient was put on different type of tests where showed a contact allergy reaction to the cannula. No information was provided on any treatment given.